Event description:
My ten year old daughter has type one diabetes. She has a dexcom g7 sensor. The sensor readings are not accurate 25% of the time. When we do a blood sugar test with the finger poke, the result is different than the g7 sensor. Inaccurate reading could lead to my daughter being hospitalized or dead. Accurate blood sugar levels are vital to someone with type one diabetes we dose her insulin based on the results. This is scary and they need to not advertise this as the miracle solution when it is not. It is dangerous.